Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d4, h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was deterioration associated with the age of the suspect device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the monitor went black and will not come on. It was reported that the green power light button comes but no display and does not give menu options. There was no patient involvement associated to this report.